Event description:
It was reported that there was a leak from the tubing of the dlp ¿y¿ type coronary perfusion adapter, due to a clamp not clamping all the way down. The clamp was damaged or deformed and did not close completely. The leak was out of the tubing because the clamp didn¿t clamp all the way down, but nothing was torn or cracked. One of the robert¿s clamps did not clamp all the way, causing blood to leak through, although the blood remained in the patient's chest, and there was no blood loss. No, there was no damage to the packaging. Two devices from the same lot appeared to have the same issue. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info b5: medtronic received additional information that the blood was able to flow properly when they administered cardioplegia with forward flow, however when they began to suction, they noticed there was air in the line. Additional info d4: UDI number update medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of any damage. The device was attached to a syringe filled with di water. The device was then filled with water and both clamps were left in the same location as received and were engaged. The syringe was engaged to apply 10 psi to the device and there was no leaks observed through the clamps. The clamps were then moved to a new location and when the syringe was engaged there was a leak observed from the shorter tubing. The shorter tubing that leaked felt stiffer/harder that the other ones. Reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.